Event description:
The customer reported that the device did not seal completely even though an end tone, indicating a completed seal cycle, was heard. No bleeding. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.